Event description:
Related manufacture reference number: 2017865-2023-19199. It was reported that the patient presented in the emergency room. Upon interrogation, it was noted that the patient experienced syncope because the leadless pacemaker failed to capture. The reported leadless pacemaker was explanted and replaced with a pacing system. Post-procedure, it was noted that the patient experienced near syncope because the right ventricular lead failed to capture. Programming changes were performed. The patients' condition was unknown.

Manufacturer narrative:
Correction: manufacturing report 2017865-2023-19198, should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by abbott.